Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred.vascular access was obtained via an ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous common iliac artery. A non bsc guide wire was placed across the lesion. The 7.0x40mm sterling balloon catheter was advanced for pre-dilation. During an unspecified inflation attempt, the balloon ruptured at 10atms. An ultra-thin diamond balloon catheter was then advanced and during an unknown inflation attempt, the balloon ruptured at 4atms. Pre-dilation was completed with a non bsc balloon catheter and an express ld stent was then implanted. There were no patient complications reported and the patient's status is good.the ultra-thin diamond balloon will be reported through alternative summary reporting.